Event description:
It was reported that a patient underwent a procedure with a c3 nav variable lasso catheter and the catheter was not recognized on the carto system. The lasso nav catheter was not detected for fast anatomical mapping (fam). The system and cable connections were checked however, the issue was not solved. The catheter was changed to a new one and that solved the issue. The procedure was completed without patient consequence. This event was assessed as not reportable since it is highly detectable with low risk to the patient. On (B)(4) 2015 the bwi failure analysis lab discovered findings of sharp edges on ring #1 and ring # 20 and white foreign material under ring #19 which are indicative of a reportable event. Multiple attempts have been made to obtain clarification on the returned catheter condition. However, no further information has been made available. The awareness date for this record is (B)(4) 2015 because that is when the product was returned and visually inspected.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a c3 nav variable lasso catheter and the catheter was not recognized on the carto 3 system for fast anatomical mapping (fam). Upon receipt, the catheter was visually inspected and it was found that ring #1 is dented on inside of loop causing distal end of ring lifted up and sharp with reddish brown material. Ring #2 dented on inside of loop lifted distal slight with reddish brown material underneath it. Ring #19 distal side is lifted up slight with white material underneath. Spine cover has a wrinkle between ring #19 and #20. Ring # 20 proximal side is folded over leaving it sharp. Therefore this finding was reported to the FDA. Further information was requested regarding the condition of the catheter; however it has not been available for bwi. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter outer diameters were measured and it was found within specifications. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the white particle is primarily composed of polyethylene; however a second compound within the polyethylene was also identified by the ir spectroscopy test, this compound found within the foreign material most likely corresponds to barium sulfate, a material widely used as radiopacifier among medical device industries. However the root cause of the origin of the particle remains unknown. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. An internal investigation was created to address lasso ring damage with/without foreign material.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).